Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: blood specimen collection device. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
T was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced blood splatter when retracting the needle. The following information was provided by the initial reporter. The customer stated: whilst using bd vacutainer,when the procedure of obtaining the patient's blood sample was completed, the nurse activated the push button which retracts the needle on the blood collect set. Blood splattered on the nurse's hand.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced blood splatter when retracting the needle. The following information was provided by the initial reporter. The customer stated: whilst using bd vacutainer,when the procedure of obtaining the patient's blood sample was completed, the nurse activated the push button which retracts the needle on the blood collect set. Blood splattered on the nurse's hand.

Manufacturer narrative:
H.6. Investigation summary: catalog number: 368658, batch number: 1305487. Bd did not receive samples or photos from the customer in support of this complaint. Therefore, 30 retention samples from the bd inventory were subjected to functional testing and the issue of retention failure was not observed as all samples passed the test, with no defects observed. Furthermore, 30 retention samples were subjected to a draw test, as well as a visual for splatter during the test, and all samples passed the test with no defects observed. Bd is unable to confirm the customer¿s reported failure from the retention sample testing results. As no customer samples or photos were received, the scope of this investigation is limited. Bd was unable to determine a root cause for the reported failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.